Event description:
Trinity revision of the biolox delta ceramic head after approximately 3 weeks due to a periprosthetic fracture from a fall. Fracture occurred on (B)(6) 2024 and revision was on (B)(6) 2024.

Manufacturer narrative:
Per (B)(4) combined report. It was reported to corin that a patient experienced a fall post primary surgery and sustained a femoral fracture. A revision of a trinity biolox delta ceramic head was required. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. There has not been a malfunction or deterioration in the effectiveness of a corin device and thus no further investigation is required. The bone fracture resulted from a fall and was not linked to the device design or performance, therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.